Manufacturer narrative:
Field service engineer was dispatched to the site and verified proper operation per the service manual (B)(4). All injector functions and calibrations were within the manufacturer specifications. System returned to full service by the customer.

Event description:
On (B)(6): technologist reported on (B)(6) 2011 at 3:45 pm, he began drawing contrast for a CT/cardiac exam on a (B)(6) male patient due to shortness of breath. The chief tech was in the room to monitor patient and process. Patient was administered 90cc of optiray 350. During the procedure, a very small amount of air was noticed at the top of the pulmonary artery. The patient did not experience any problems. Therefore, no treatment was necessary. Patient was observed 20-30 minutes and discharged. Lines were purged to intersection for contrast and saline purged in tubing. No air was seen by technologist prior to injection. Technologist flipped syringe, attached alligator clip and proceeded with scan. Contrast: 120cc of optiray 350 in 1st syringe, 60cc saline in 2nd syringe. IV access site: left ac, IV access device: 20ga bd auto quart. Injection protocol: 5cc/second 90cc contrast, 7cc/second for 40cc flush saline.